Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that they had disconnected and connected a patient line extension. The technical service representative assisted the patient with ending therapy and advised that the patient start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . This is a report of air in line where the patient disconnected and connected a patient line extension. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.